Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 31 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of grand multiparity. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (medical device removal surgery). Essure was removed on (B)(6) 2017. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, headache, nausea and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2023: annex f codes updated. Case become serious incident. Start date updated d stop date added for product. Action taken changed to drug withdrawn. Reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a 31 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of grand multiparity. On (B)(6) 2013, the patient had essure inserted. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("chronic abdominal pain"), headache ("headaches") and nausea ("nausea"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the outcomes for these events were unknown. The reporter considered abdominal pain, headache, nausea and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.